Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to report had unexplained high blood glucose for several weeks while he was managing his diabetes with the animas insulin pump. On one occasion, the patient had high blood glucose reading of ¿517 mg/dl¿ and symptoms of nausea, stomach pain, and small ketones. The patient¿s doctor took the patient off of insulin pump therapy because he felt the subject pump was not delivering insulin accurately. Since the patient has been off of the subject pump, his blood glucose has been well controlled. Troubleshooting indicated there was no malfunction associated with the reported incident. The advance features and the basal segment are correctly programmed according to the patient¿s usage. The date and time was confirmed to be accurate. The subject pump delivered insulin accordingly without any issue. According to the patient, the doctor adjusted his basal regimen but his elevated blood glucose was not resolved. This complaint is being reported because the patient had elevated blood glucose above 500 mg/dl and symptoms suggestive of hyperglycemia while on insulin pump therapy. The animas product was replaced and requested back for investigation.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/14/2013 with the following findings: the investigation revealed that the daily insulin delivery totals correctly reflected the user¿s programmed basal rates and showed the pump was delivering accurately up until the last date used by the patient. There are no alarms related to the complaint noted in the alarm history; only typical usage was observed. A 29 hour flow accuracy test was performed and the pump was found to be delivering within the required specifications. The issue of inaccurate insulin delivery was not able to be duplicated during the investigation. There was no defect found.